Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 376 mg/dl. The customer had high level of stress. The customer reported that the insulin pump received battery out of limit error. The customer¿s blood glucose level was 349 mg/dl and 250 mg/dl at the time of incident and current blood glucose level was 280 mg/dl. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The customer experienced symptoms such as feeling really nauseated and felt like she was going into diabetic ketoacidosis. The customer was treated with insulin pen, insulin drip and fluids. The customer was not wearing the insulin pump during the hospitalization and the customer was off the pump for less than 48 hours. The insulin pump will not be returned for analysis.